Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation therapy due to high impedances. X-rays revealed the lead was kinked. Surgical intervention may be taken to address the issue.

Event description:
Follow up revealed that the patient underwent surgical intervention to have their lead replaced. Patient has effective therapy post op.